Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment and that the battery cap was not able to be secured appropriately to the pump. It was noted that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings:.pump powers with returned battery cap. Battery cap is able to fully tighten. Yellow o-ring not visible. A power loss was not observed. Battery cap measures within specifications. Battery compartment crack observed below grip pad. No evidence of moisture contamination inside battery compartment. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Leak test passed. Removed pump case. No evidence of moisture or loose components inside pump. There is no black box data from the timeframe of the reported incident.